Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that the instructions for use (IFU) is not being implemented. It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a forceps channel jam. It is unknown when the issue was observed, but the diagnostic (upper gastrointestinal endoscopy diagnosis) procedure was completed using the same device with no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: residual liquid or foreign material came out of the channel tube, due to clogging of the channel tube the forceps could not be inserted smoothly, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the bending tube was deformed, the adhesive on the bending section cover rubber had a chip, the plastic distal end cover had a scratch, the connecting tube had a scratch, the scope connector cover unit had a scratch, the control unit had a scratch, the universal cord had a scratch, the grip had a scratch, the suction cover had a scratch, the switch box had a scratch, switch 4 had wear, the paint on the suction cylinder was peeled, the lock engagement lever and knob both had a scratch, the up/down and right/left knobs both had a scratch, and the scope connector had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and aspirated water through the instrument/suction channel and wiped/brushed the instrument channel outlet with a lint free cloth, sponge or brush, and brushed the instrument channel, instrument channel fort and suction cylinder with no reported delays in the precleaning and abnormalities were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.